Manufacturer narrative:
Analysis on the returned instrument resulted in no failure being found through functional testing and visual/physical examination. Analysis states that the returned tracker receives, rotates, and releases known good instruments without issue. With markers attached and fully seated, the tracker also returns good geometry and divot error readings. No problem found. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information: updated with lot number and UDI. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Patient information was refused from the site. Device lot number unavailable. No devices were returned to the manufacturer for analysis. Device manufacturing date is dependent on lot number, therefore, unavailable. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information from a manufacturer representative (rep) regarding a navigation system being used for a sacroiliac and thoracolumbar procedure. The rep indicated that a new navlock tracker was sticking and the navigated driver would not come out of the purple tracker. The driver needed to be hammered out. The rep indicated that these were new trackers. The delay in procedure was unknown at the time of this report.